Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's insulation cable was defective. The procedure was completed with no reported injury. No fragment fell into the patient. The issue did not cause any delay. Isi followed up with the initial reporter and obtained the following additional information: arcing was observed. The instrument was checked before the operation and there was no damage. The issue was detected in the reprocessing of medical devices. There was no sign of thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found mechanical indentation to the yaw pulley that potentially contributed to the damaged insulation of the conductor wire. The instrument was found to have mechanical indentations to the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.